Event description:
Additional information received from reporter on 10/29/2025 for report mw5174046. I am writing to notify the FDA of a serious safety incident involving the löwenstein medical prisma smart max CPAP device (model wm090td) that has caused severe harm to me as a patient. Although this device is not currently marketed in the u.s., its design closely parallels cleared CPAP systems, and the hazard has obvious implications for device safety globally. In the incident, a patient using this CPAP unit developed acute respiratory distress after inhaling black foam particles. Investigations found a brownblack oily residue as well as black particle marks (including in the patient¿s sputum) and levels of zinc and other chemicals in the debris. These findings are likely a direct signature of polyurethane foam breakdown (zinc-based catalysts or additives are common in pu foam formulations). In short, I believe the device¿s internal polyetherpolyurethane (pe-pur) sound-damping foam appears to have degraded, releasing particulates and chemicals into the gas stream. However, the manufacturer denies and has stated an external factor, such as a t-topical cosmetic product, which I believe is completely scientifically flawed, they also don't classify this as a serious incident and did not report this to the mhra. If it weren't for my raising a yellow card, mhra wouldn't have known about the incident. I am again grateful that you have placed it on the medwatch the after your vigorous assessment, provided that I showed evidence of partial lung collapse. This issue mirrors hazards already identified in other CPAP/ventilator recalls. As the FDA¿s own announcements note, pe-pur foam breakdown can emit black particles or vocs that patients' may inhale, potentially causing serious injury requiring intervention. UK regulators similarly warned that foam degradation can cause respiratory irritation, headaches, asthma and expose users to toxins like phenol and diazene. In the present case, my condition was likely life-threatening and did require medical treatment, which by regulatory definition constitutes a serious injury. Under 21 cfr 803.3(w), this necessitates prompt medical device reporting (MDR) by the manufacturer/importer. Any failure by löwenstein or its us representative to file an MDR would be a violation of 21 cfr 803.50 and 803.53, since the event is both device-related and serious. From a regulatory-standards perspective, several red flags arise. First, under FDA¿s quality system regulation (21 cfr 820), design controls mandate that any design change be properly validated, documented, and recorded in the design history file the manufacturer apparently replaced the foam material (as noted in tga records without formal disclosure. If this device (or a substantially equivalent predecessor) was ever 510(k)-cleared, the change in a critical material would likely have required a new 510(k) under 21 cfr 807.81. Similarly, 21 cfr 820.30(I) requires procedures for review and approval of design changes before implementation. If löwenstein made this foam change as an unvalidated design revision, it would violate FDA regulations. The lack of any FDA clearance documentation for the new foam is also concerning (if no 510(k) was filed, the device could be considered adulterated/misbranded). Second, FDA recognizes iso 14971 for risk management and iso 18562 for respiratory device biocompatibility. Under these standards, the manufacturer should have identified the foam as a potential hazard. Iso 18562-3, for example, specifically addresses testing for emissions of volatile organics from breathing circuits. Any CPAP manufacturer would be expected to perform voc and particulate testing on such foam. The absence of safe filter barriers or alarms to capture disintegrating foam particles also violates the general expectation (from essential principle 10.4.1/gspr) that devices be designed to ¿reduce as far as possible the risks posed by¿degradation products¿ of internal materials. In practice, established cpaps often include finer microfilters or use flame-retardant foams to mitigate this exact issue. Finally, the device¿s labeling and instructions are deficient (attached the IFU in this email). There is no mention of the foam composition in the IFU. Under FDA label regulations, this lack of material disclosure, especially given the hazardous outcome raises concerns of misbranding. Furthermore, the IFU provided no guidance on filter replacement intervals or warnings about foam use. This omission conflicts with the principle that device labeling must not be false or misleading about safety. Requests: in light of this urgent hazard, we respectfully ask the FDA to take the following actions: 1. File an MDR and investigate: if not already done, open an official FDA medical device report for this incident. Ensure löwenstein (and any us importer) fulfils its mandatory reporting obligations under 21 cfr 803. We also encourage the FDA¿s compliance office to review löwenstein¿s qsr records and change-control documentation related to the wm090td design. 2. Demand design documentation: require the manufacturer to submit the complete device history file for the wm090td CPAP, including all design change records, supplier information for the foam, and validation/verification data for the original and new foam formulations. In particular, obtain any iso 18562 particulate/voc emission test results for the sound-damping foam. 3. Assess 510(k) status: determine whether löwenstein or an affiliate ever cleared this device in the u.s., and if so, whether the foam was part of the cleared design. If the foam change constitutes a significant modification, the FDA should require a new 510(k) or equivalent re-evaluation before permitting distribution. 4. Evaluate recall or importation: consider whether an import alert or enforcement action is needed if the device is found to be marketed in the us without clearance or in violation of labeling requirements. If any löwenstein or third-party cpaps use similar foam, evaluate the need for a safety notice to healthcare providers. 5. Laboratory analysis: instruct the agency¿s laboratories or a qualified third party to independently analyse the foam debris and off-gassing emissions from returned device units, to quantify patient exposure and compare to safe limits. 6. Global coordination: notify other regulators (e.g. Mhra, tga) of FDA¿s findings and align on next steps. The UK mhra¿s safety alert on CPAP foams and tga¿s recent review changes indicate this is a known international signal. Coordinated action will protect all patients using CPAP therapy. This issue represents a significant breach of fundamental safety standards and has already caused harm. I appreciate the FDA's prompt attention to this report. Please confirm that the FDA will review the manufacturer¿s compliance with FDA regulations (21 cfr parts 807, 820, 803, etc.) And investigate this matter thoroughly. Should you require further information or assistance, I stand ready to provide details. Thank you for your urgent consideration of this matter.

Event description:
Additional information received on 12/10/2025 for report mw5174046. Clinical course: partial lung collapse on imaging; recurrent infections including mrsa; bronchodilator-responsive airflow limitation; ongoing chest pain/exercise intolerance. Cytology: macrophages with black and brown intracellular material consistent with phagocytosed particulates. Device pathway: initial black/grey particulates followed by brown/yellow oily residue at the air inlet; elevated zinc on analysis. Regulatory status: I have requested UK mhra obtain raw analytical data, iso 18562 reports, and full chain-of-custody, and to commission independent iso 17025 wholepath testing (device + mask/tubing/filter). Tüv/zlg oversight has also been engaged. I am writing to notify the FDA of a serious safety incident involving the löwenstein medical prisma smart max CPAP device (model wm090td) that has caused severe harm to me as a patient. Although this device is not currently marketed in the u.s., its design closely parallels cleared CPAP systems, and the hazard has obvious implications for device safety globally. In the incident, a patient using this CPAP unit developed acute respiratory distress after inhaling black foam particles. Investigations found a brown-black oily residue as well as black particle marks (including in the patient¿s sputum) and levels of zinc and other chemicals in the debris. These findings are likely a direct signature of polyurethane foam breakdown (zinc-based catalysts or additives are common in pu foam formulations). In short, I believe the device¿s internal polyether-polyurethane (pe-pur) sound-damping foam appears to have degraded, releasing particulates and chemicals into the gas stream. However, the manufacturer denies and has stated an external factor, such as a topical cosmetic product, which I believe is completely scientifically flawed, they also don't classify this as a serious incident and did not report this to the mhra. If it weren't for my raising a yellow card, mhra wouldn't have known about the incident. I am again grateful that you have placed it on the medwatch after your vigorous assessment, provided that I showed evidence of partial lung collapse. This issue mirrors hazards already identified in other CPAP/ventilator recalls. As the FDA¿s own announcements note, pe-pur foam breakdown can emit black particles or vocs that patients' may inhale, potentially causing serious injury requiring intervention. UK regulators similarly warned that foam degradation can cause respiratory irritation, headaches, asthma and expose users to toxins like phenol and diazene. In the present case, my condition was likely life-threatening and did require medical treatment, which by regulatory definition constitutes a serious injury. Under 21 cfr 803.3(w), this necessitates prompt medical device reporting (MDR) by the manufacturer/importer. Any failure by löwenstein or its us representative to file an MDR would be a violation of 21 cfr 803.50 and 803.53, since the event is both device-related and serious. From a regulatory-standards perspective, several red flags arise. First, under FDA¿s quality system regulation (21 cfr 820), design controls mandate that any design change be properly validated, documented, and recorded in the design history file the manufacturer apparently replaced the foam material (as noted in tga records without formal disclosure. If this device (or a substantially equivalent predecessor) was ever 510(k)- cleared, the change in a critical material would likely have required a new 510(k) under 21 cfr 807.81. Similarly, 21 cfr 820.30(I) requires procedures for review and approval of design changes before implementation. If löwenstein made this foam change as an unvalidated design revision, it would violate FDA regulations. The lack of any FDA clearance documentation for the new foam is also concerning (if no 510(k) was filed, the device could be considered adulterated/misbranded). Second, FDA recognizes iso 14971 for risk management and iso 18562 for respiratory device biocompatibility. Under these standards, the manufacturer should have identified the foam as a potential hazard. Iso 18562-3, for example, specifically addresses testing for emissions of volatile organics from breathing circuits. Any CPAP manufacturer would be expected to perform voc and particulate testing on such foam. The absence of safe filter barriers or alarms to capture disintegrating foam particles also violates the general expectation (from essential principle 10.4.1/gspr) that devices be designed to ¿reduce as far as possible the risks posed by¿degradation products¿ of internal materials. In practice, established cpaps often include finer microfilters or use flame-retardant foams to mitigate this exact issue. Finally, the device¿s labeling and instructions are deficient (attached the IFU in this email). There is no mention of the foam composition in the IFU. Under FDA label regulations, this lack of material disclosure, especially given the hazardous outcome raises concerns of misbranding. Furthermore, the IFU provided no guidance on filter replacement intervals or warnings about foam use. This omission conflicts with the principle that device labeling must not be false or misleading about safety.

Event description:
Device: löwenstein prisma smart max (wm090td) problem: suspected degradation of internal pe-pur foam symptoms experienced: chronic sinus inflammation, coughing, and phlegm with black particles left lower lung atelectasis - from chest x-ray with left lower bands in CT scan. Enlarged lymph nodes (neck ultrasound) mrsa in sputum lung function impairment cytology findings of macrophages containing black/brown particles. On antibiotics ciprofloxacin for a secondary infection. Incident timeline: device issued by nhs provider (vivisol UK) black smog emitted upon use (visible particulate inhalation) sputum and cytology confirmed internal exposure device returned to manufacturer via hospital, no transparent investigation manufacturer vaguely stated presence of "brown liquid," denying other causes health professional involved: respiratory department ((B)(6) hospitals). Additional notes: tga (australia) has flagged this device for pe-pur risks manufacturer and distributor have withheld full safety findings. No warning issued in UK or us to date. Reporter info: (B)(6), UK citizen, email: (B)(6). Cxr (28/04) - reported by a radiographer superintendent as bands of left lower zone atelectasis, inferring underlying infection sputum (30/05) - methicillin resistant staphylococcus aureas (mrsa) to mupirosin sputum cytology: 1 ml of turbid thick pale brown fluid. Microscopically macrophages show brown and black pigment in their cytoplasm - phagocytosis.